Event description:
It was reported that the patient had an implantable neurostimulator (ins) implanted in 1998 and the ins was still implanted but it was ¿not operating¿. It was noted that the patient struggled with their ins for a long time, but it couldn¿t ¿overcome the pain¿ so they stopped using it. It was noted that the stimulation agitated the patient and didn¿t seem to help.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. Product ID: 3587a, lot# l34958, implanted: (B)(6) 1995, product type: lead. (B)(4).